Event description:
Facility notified stryker via email in 2007 x-rays of both knees were taken. Left knee showed 2mm width lucency at the tibial component. At about two weeks later, noted some discomfort in her left knee replacement; that she had given up walking long distances. She localized the discomfort to the medial side of her upper tibia. Pt has been revised in 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Should device become available, the evaluation summary will be submitted in a supplemental report.